Event description:
It was reported that the patient underwent a transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The onset and previous occurrences of driveline infection are reported under MFR # 2916596-2023-03044, MFR # 2916596-2023-02984, MFR # 2916596-2023-03252, and MFR # 2916596-2023-03253. Section e: event occurred at (B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was elevated on the transplant list due to chronic driveline infection requiring long-term antibiotics.